Event description:
The hcp reported that the date of onset/diagnosis of infection was 2/19. The pt was experiencing fever, redness, swelling, drainage, pain, incisional wound opening and pocket erosion. The primary sources of the infection were the device pocket and lumbar region. A culture was obtained of these areas and staph aureus was isolated. The pt was treated with both oral and intravenous antibiotics. The infection resolved. The pt did not ezperience lioresal withdrawal.